Event description:
The wires that were in the patient were placed percutaneously as they had to poke through the liver to get the wires through the bile duct. The first stent was not placed on the markers as intended. A second stent was used and during deployment the proximal end of the stent was placed in perfect position but the distal marker of the stent started to move up. To correct this, the physician pulled on the catheter to try to move the stent down. In doing so, he deployed the stent and the stent stretched 2cm into the duodenum. To correct this, the physician removed the stent by using pelican forceps. The patient did not experience any adverse effects due to this occurrence. This report addresses the second device reported. An additional separate report will be submitted in relation to the second device report - "report reference 3001845648-2015-00064."

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the intervention carried out (removal of stent) due to the elongation of the stent. It should also be noted that a reporting precedence is in place for this device family for stent elongation regardless of patient outcome. The device involved in this complaint is not available for evaluation. With the information provided a document based investigation was carried out based on customer testimony. During deployment the physician had difficulty placing the stent in the right hepatic duct. The distal end of the stent was in the correct position however the proximal end of the stent had moved up. To correct, the physician wanted to completely remove the stent by using pelican forceps and severed a portion of the stent. He was then somewhat satisfied with how he cut the stent and just left it at that. It can be noted that the following information is provided in the instruction for use (ifu0065-1): "this stent must be placed under fluoroscopic monitoring." "Fluoroscopically visualize radiopaque markers on either end of the stent and position stent so that it bridges stricture completely..." "Begin deployment of stent by holding the wire guide hub stationary and slowly pulling back on handle, while monitoring position of stent fluoroscopically..." To verify stent position in the introducer catheter (prior to stent deployment) angiographic images were requested however these were not available. As no additional images were provided, pre deployment stent position could not be verified. It can be noted that the following information was provided in relation to this complaint "...the distal end of the stent was in the correct position however the proximal end of the stent had moved up..." This information suggests that the user was unable to maintain proximal stent position during deployment which resulted in the stent moving up. To correct this, the physician stopped deploying the stent, pulled back the sheath and in doing so the stent deployed and stretched by 2cm approx. Into the duodenum. The physician then attempted to remove the stent by using pelican forceps and severed a portion of the stent. During the image review, it was confirmed that the stent was fractured. Based on the above information the stent was inadvertently severed when the physician attempted to removed the stent using a forceps. The stent fracture did not occur as a result of device malfunction. The following information is included in the instruction for use (ifu00651-1) "this stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered to be a permanent implant.". Prior to distribution all zilbs-635-10-8 devices are subject to visual inspection and functional checks to ensure device integrity. Based on the customer complaint information it has been confirmed both the left and right hepatic stents are functioning correctly and the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.